Event description:
The bact 3d instrument is an instrument used with blood culture bottles to detect microbial growth. The technician using the bact pf bottle has false negative results. The technician unloaded a bottle recorded as negative by the bact instrument which had a yellow sensor indicative of a positive bottle. The bottle was positive for fungi. Treatment to the pt was not delayed or otherwise adversely impacted by the false result.